Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the sample was not returned for eval. Based on the available info, the definitive root cause is unk.

Event description:
It was reported that the crossing support catheter broke as it was being advanced onto the guide wire. Another catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr 803. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.